Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, there was visible moisture found on the display. The display was found to be blank. There was a base crack between the case seal and the keypad. A leak test failed due to a leak in the pump case. There was moisture corrosion also found on internal components. There was no moisture found in the battery or cartridge compartments.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. The customer also noted that there was moisture in the battery compartment., behind the display, in the cartridge compartment and behind the ir window. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.